Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via website form that the device failed the audio test. The customer¿s blood glucose during the incident was unknown. No further troubleshooting was performed. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and softest. No audio anomalies or hardware low level failures. 3 noted during testing. Audio levels changed when adjusted. No hardware low level failures. Found in pump history file. Audio or absence of alarm not confirmed.

Manufacturer narrative:
The insulin pump passed the displacement test and selftest. No audio anomalies or hardware low level failures noted during testing. Audio levels changed when adjusted. No hardware low level failures found in insulin pump history file. Audio/vibrate anomaly/absence of alarm not confirmed. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.